Event description:
The complainant reported that a pt experienced a temporary paralysis following a procedure in the stirrups. The complainant stated that it was a long procedure and midway through the procedure the user repositioned the stirrups and likely inadvertently loosened the boot locking handle. This loose boot condition was noticed by the caregivers and it resulted in the hyperextension of the pt's leg causing a temporary paralysis noted at the conclusion of the procedure. The complainant stated that they believed this to be caused by a user error. The complainant requested the local company representative to inspect the stirrups which they did, and found all three sets used in the or to be in good working order. It could not be determined which set had been used in this particular procedure. Due to the adverse impact on the pt, the pt's hospitalization was extended and an additional two days.